Manufacturer narrative:
Pump booted up once installing an aa battery, no blank display was noted. The pump passed the displacement test, rewind test, prime/seating test, force sensor test, occlusion test, active current test, and self test. Pump passed the basic occlusion test at 4.5 lbs. The pump failed the sleep current test. Low reservoir feature was tested for its functionality using a reservoir of 0.0 u no low reservoir anomaly was detected. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no battery alerts, alarms, or anomalies in the pump history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor (motor home switch and dried insulin on the motor slide), force sensor. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. Low reservoir anomaly was not confirmed during testing. Blank display was not confirmed during testing. High sleep current measurement was confirmed during testing due to moisture damage on the electronic assembly. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an issue with the low reservoir alert on the pump. Customer reported a blank display. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. Product return is expected for mmt-1885.